Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that this right atrial (ra) lead was capped due to loss of capture at the highest output.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.